Manufacturer narrative:
No product will be returned for evaluation as the surgeon corrected the placement of the original pectus bar and stabilizers and added a second bar to secure it. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state "the implant can become dislodged, shift, or flip as a result of improper device selection, improper stabilization, not suturing the device(s), or patient activity too soon after surgery. If the deformity is not partially eliminated, a secondary pectus support bar may be required or an alternative method of treatment is to be considered." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event, see also 1032347-2015-00291.

Event description:
A revision surgery was reported; the surgeon requested a secondary pectus bar as the patient experienced the bar flipping after surgery. The surgeon wants to place a second bar to secure it.